Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a scratched lens and bubbled "dso" seal. A review of the event history log found no evidence of the reported fault. Functional testing confirmed the complaint as the pump was found to be over delivering to the manufacturing specifications of +/-3%. The root cause was due to the expulsor. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The expulsor was replaced and the device passed all functional and delivery tests.

Event description:
It was reported that the pump is not delivering. The event did not involve patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.